Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the lay user/patient contacted lifescan alleging the owner's booklet was missing and the issue was not resolved with troubleshooting.